Event description:
It was reported that the patient presented for an explant procedure. During postoperative follow-up, it was noted that the left ventricular (lv) lead had dislodged and exhibited failure to capture. The dislodgement of the lead was verified by x-ray fluoroscopy. The lv lead was explanted and replaced. The patient was in stable condition throughout the procedure.